Event description:
It was reported that (1) tx60b was used during a right hemicolectomy procedure. It was reported by the rep that the only info available is that the stapler misfired and the anastomosis failed. It is unknown how the case was completed. There was no consequence to pt. No add'l info is known.